Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call on (B)(6), 2017, that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Customer is a (B)(6) male and weighs (B)(6). There was no physical or water damage noted on the insulin pump or the battery compartment. No troubleshooting was performed, nor treatment was administered. The customer was advised a replacement insulin pump will be sent out and to use a backup plan per healthcare professional's recommendation. The insulin pump will be returned for analysis.